Event description:
Additional information stated that the patient was known to accidentally disconnect from wall power and that the patient was re-educated on how to prevent this.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning 56 days ((B)(6) 2019 per time stamp). The patient¿s speed dropped to 8590 rpm on (B)(6) 2019 at 10:40 for approximately 4 minutes before resuming speeds above the low speed limit (lsl). The patient¿s speed also fell to 0 rpm on (B)(6) 2019 at 11:37 due to the driveline being disconnected. The driveline was reconnected 3 minutes later, and the pump resumed speeds above the lsl throughout the remainder of the log file. No external power alarms occurred throughout the log file while the patient was using either batteries or the mpu. A majority of the alarms were caused by both power cables being disconnected. However, 2 of the alarms appeared to have been caused by a loss of ac power while the patient was using the mpu on (B)(6) 2019 at 20:59 and on (B)(6) 2019 at 10:46. The emergency backup battery appropriately operated the system during every no external power alarm and support to the pump was not interrupted. The alarms cleared when power was restored to the system. The mpu (serial number (B)(6)) was not returned for analysis. Additional information provided on 30may2019 stated that the patient was known to accidentally disconnect from wall power and that the patient was re-educated on how to prevent this. The root cause of the no external power alarms correlating to a loss of ac power within the log file was unable to be conclusively determined through this analysis. Pump stoppage due to driveline disconnect as well as speed drops are reported under MFR# 2916596-2019-02495. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Mpu: approximate age of device: 3 years, 21 days (calculated from date the device was assigned to the patient, to the date of the reported event). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient experienced a no external power event while attached to the mobile power unit. No further information was reported.